Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had a flickering image on and off and later on there was no image on the screen. The event was found during installation.there was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and reported event was not able to be duplicated. The reported issue was not confirmed. Based on investigation results, as reported issue was not confirmed, the root cause of the issue cannot be conclusively identified. A supplemental report will be submitted should additional relevant information becomes available. Olympus will continue to monitor field performance for this device.